Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the last week, they had been having issues with their recharger. The patient stated that they would charge their implant for 30 minutes at a time and then it would beep like it was done and they would check their implant battery level and it wouldn't be charged at all. Patient services reviewed the meaning of the beeping and patient stated that it sounded like it connected and stayed connected for 30 minutes and then then the recharger would beep like the patient was finished charging and the patient would go to check the ins battery level in their micro-mytherapy application and it would show that the ins battery wasn't charged. The patient stated they kept trying to charge and would have to put the recharger on the dock for 30 minutes or so once the recharger beeped that it was finished recharging the ins and then attempt to charge the ins again once they waited a while. Patient stated they'd only been able to get the ins up to 25-30% charged and they stated they knew that level of ins charge wasn't going to last long for them. Patient did not have the recharger available to troubleshoot the issue and to investigate. Patient stated they reached out to their health care provider (hcp) about it and the hcp told the patient to call manufacturer. The patient stated it was a pain because since the ins battery died, they were back to peeing every 15 minutes again. Patient services attempted to clarify with the patient if they had been able to turn the ins back on once the ins had enough charge and the patient stated they'd had the ins since 2020, that they'd been charging for awhile and that they weren't stupid with it. Patient services reviewed troubleshooting was the standard to determine the potential issue and that when the patient called back the issue could hopefully determined. Patient stated they would call back when they had their charging equipment available. Additional information was received on 2024-may-21, patient reported they normally charge twice a week or every 5 - 6 days but it had been mother's day so they may have missed their regular recharging schedule. Worked with patient to use the communicator/ handset to check the ins status and pt reported seeing: por has occurred, check the device battery level, therapy has been turned off . Patient exited the micro mytherapy app and tried to use the recharger, with the recharger app, connected then shortly after, the charger started beeping and pt saw service code 4100. Reviewed the meaning of the message and patient dismissed it. Patient tried again to start recharging and after repositioning several times pt was able to maintain an excellent connection. Reviewed pt should continue charging until fully charged and if they run into any other issues they can call pats back. The issue was resolved through troubleshooting. The patient was also redirected to their healthcare provider to further address the issue.